Manufacturer narrative:
It has been communicated by the distributor the device will be returned to (B)(4). Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint received from distributor (B)(4). Not yet received by manufacturer

Event description:
It was reported during an unknown that patient procedure, the offset reamer handle broke. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was sent to greatbatch for evaluation and the reported event could not be confirmed. There was no breakage of the device as reported by the customer. Observed was a deformation on a component which was bent to the extent that the device could not be assembled. A manufacturing review was performed and no nonconformances or other discrepancies were identified related to the observed issue. No further investigation required. (B)(4).